Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed contact dermatitis underneath the therapy electrodes. The patient's irritation was bleeding. The patient was using benadryl on the irritation. The patient's physician recommended that the patient remove the lifevest to allow her skin to heal. During a follow-up the patient reported that she had removed the device and her irritation was improving. The patient was implanted with an ICD and ended use of the lifevest.